Event description:
Dealer states he was working on this chair today. Noticed the motor/gearbox, left side was leaking. He does not want to fill in the consumer info on this form because the spot cleaned up well. No injury is alleged.

Event description:
Dealer states he was working on this chair today. Noticed the motor/gearbox, left side was leaking. He does not want to fill in the consumer info on this form because the spot cleaned up well. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - (B)(4) was issued for this issue. Dealer alleges that while working on chair he noticed that the motor/gearbox left side was leaking. Product was returned for regulator affairs inspection. During visual examination it was noted that motors cable had cuts in the outer insulation. There were no exposed/bare wires. Motor housing had dirt, debris, and grease. The gearbox output shaft had evidence of corrosion, and the motors coupler cavity/coupler were coated with grease and had evidence of grease leakage from the gearbox input shaft. The functional evaluation showed no discrepancies. Conclusion: the inspection did not determine root cause. Product not used in diagnosis or treatment. (B)(4) 2012 (B)(4). No RMA had been initiated for this issue. Model tdxsiv-s, serial number/date code (B)(4) was approximately 1 year old at the time of the incident. The owner's manual part number 1154294 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). No RMA had been initiated for this issue. Model tdxsiv-s, (B)(4) was approximately 1 year old at the time of the incident. The owner's manual part number 1154294 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.